Event description:
The enclosed document is our monthly report for complaints received by lifescan, inc., regarding counterfeit lifescan device(s) (glucose test strips) for the month of (B)(6) 2009. Malfunctions - not enough blood, unit powers off during use, counterfeit labeling the spreadsheet lists complaints by strip lot number and contains line-item listings for each complaint by service request (sr)#, alert date, product name, lot#, adverse event or mal function (brief description included), and country where the complaint originated (USA or non-USA). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).